Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that during previous visits, the providers had discussed adding another lead to extend coverage, and on a visit on (B)(6) 2018, the device was reprogrammed to achieve better pain control. The left lead was noted to have been ¿loose¿ and was unable to be reprogrammed. On a visit on (B)(6) 2018, the provider noted the leads had migrated (a CT scan without contrast was performed in (B)(6) 2018). On a visit on (B)(6) 2018, it was noted that the pain was managed without intervention. On a visit on (B)(6) 2018, it was noted that the patient had pain at the generator site secondary to generator migration medially from the right buttocks to the center lumbar region, and the patient had exacerbated pain throughout the right lower extremity. A revision surgery was planned; however, the generator was replaced due to normal battery depletion, and the new one was repositioned to the original placement site. It was noted that during the lead replacement surgery, a lead fracture was observed; the hcp was unsure which of the two leads were fractured. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated a revision, patient fell and disconnected leads ¿around (B)(6)¿ and got replacement system (new leads and ins) in (B)(6) 2019. It was noted the fall was related to this issue. The revision had occurred, it was documented date of revision or planned date of revision, if known on (B)(6) 2019. Patient received a replacement implant system on january. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3778-45, lot# va02a7h027, product type: lead; product ID: 3778-45, lot# v884738002, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, non-malignant pain, and post lumbar laminectomy syndrome. It was reported that the patient had a fall in (B)(6) of 2019 and the implant moved causing her misery. The patient had a system replacement to resolve the issue on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found insignificant anomalies; the ins passed functional testing. Analysis of the lead (serial # (B)(4)) found no anomalies. Analysis of the lead (serial # (B)(4)) found all conductors were broken 19.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.